Manufacturer narrative:
Device evaluation summary: as received, x-ray demonstrated heavy calcification on leaflet 2, minimal calcification on leaflet 1, and wireform distortion between commissures 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflet 1 had a tear of approximately 5mm near commissure 2. Leaflet 2 had two tears of approximately 6mm near commissure 2 and 2mm near commissure 3. Calcification was evident near the tears that were located near commissure 2. Incidental findings: the sewing ring was cut around the valve; sewing ring fragment was returned and matched up with the valve. The wireform was exposed at commissure 3. The reported calcification was confirmed through device evaluation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Device evaluation.

Manufacturer narrative:
The reported device has been returned but has not yet been evaluated. Results of investigation will be updated when received. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm aortic bioprosthetic valve that was explanted after an implant duration of 11 years, eight (8) months due to structural deterioration and increasing aortic aneurysm. The patient was implanted with a 23mm aortic bioprosthetic valve . The patient was reported in stable condition following valve replacement.